Event description:
It was reported that malfunction alarm with code malf 0 occurred and no notable events took place before the issue. There was no reported adverse impact to the customer's blood glucose level. School nurse was unable to clear malfunction code due to lack of charging supplies, had no backup option, and planned to contact customer¿s parents after the call; no further corrective actions were documented.